Event description:
It was reported that the patient underwent an unrelated surgery. After the surgery, it was noted that the atrial did not capture, and it was believed that the lead had dislodged. On (B)(6), the lead was capped and a new lead was implanted successfully. The patient was stable throughout the whole event.